Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and peripheral neuropathy. It was reported that the patient contacted the implanting/managing physician on (B)(6) 2015 to report that her incision site in the lumbar area, which where the lead incision was located, was swollen, the dressing was saturated, and the site was very uncomfortable. The physician met the patient at the office on (B)(6) 2015 to evaluate the site. The patient had been afebrile and had no reported headaches since implant. There was noted to be serosanguinous drainage on the dressing, they removed the dressing, distal 1 cm on incision was not well approximated, used 4x4, expressed serosanguinous fluid from the wound into 6 4x4s, steri stripped the wound the redressed. A post-op visit was scheduled for the day of the report and a rep attended that visit. The dressing was removed, the incision approximation improved, and there was still some serosanguinous drainage milked from the site. Antibiotic was changed from post-op keflex to clindamycin 300 mg orally three times a day for 14 days. The implantable neurostimulator (ins) was interrogated with a clinician programmer (cp) and the impedance check found all 8 implanted electrodes within normal limits. The patient had not had any bipedal pain since implant but they were unable to determine if it was due to stimulation or if the wound pain had overwhelmed the bipedal neuropathic pain. The wound and drainage were swabbed for cultures. The issue was not resolved at the time of this report. There was no surgical intervention and it was unknown if any were planned. The patient was to be seen on (B)(6) 2015. Further follow-up will be conducted from the hcp after that appointment.